Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulties occurred. The 100% stenosed target lesion was located in the non-calcified, moderately tortuous proximal right coronary artery (rca). While advancing the 3.5 x 16 mm veriflex stent delivery system (sds), it became stuck in the guide catheter. The sds and non-bsc guide wire were removed together. Once outside the pt, the devices were separated and the same guide wire was used with a different sds to complete the procedure. The procedure was completed with another device and no pt complications were reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).